Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultralink meter would not power on. The reporter claimed that the pt had symptoms of shakiness and her legs feeling weak before the alleged meter issue began. According to the reporter, the pt did not receive any medical treatment/intervention. Based on the info provided, this complaint is being reported due to the unresolved power issue of the meter. There is no evidence, however, that the alleged meter issue contributed to the pt's symptoms/injury. The reporter claimed that the pt's symptoms developed before the alleged meter issue began. Also, the reporter claimed that the pt did not received medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.